Event description:
Customer reported getting a self test failed error. There was no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.